Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced resistance when filling a cartridge. Reportedly, the user changed the needle tip and was able to fill a cartridge without resistance. Tandem's technical support informed the user that the needle may have been clogged with a piece of the cartridge septum; however, this could not be confirmed. The user's blood glucose (bg) level was 301 mg/dl. The bg level would be addressed with a bolus.